Event description:
It was reported that during a ptca/stent procedure the stent delivery system appeared oversized and filled proximally upon inflation. The stent delivery system was deflated and removed. Reportedly the stent was post-dilated with good results and no pt injury was associated with this event.